Event description:
It was reported that when an asymptomatic patient presented in nursing home room after feeling a patient notifier. The device was in backup reset mode. The patient was asymptomatic throughout, and the device was reprogrammed and restored to normal function.